Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance was undetermined. No actions were taken to resolve the impedances and the high impedances had not been resolved. The patient was not using the electrodes for their current programming and didn¿t want any interventions at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had less relief than before. No external or patient factors were reported to have contributed to the issue. The existing programs were tested for areas of coverage and impedances were checked. The patient was given a new program on b2 and the intensities of a1 and a2 were adjusted. It was found that several electrodes were out of range but none were used for current programming. Electrodes 4-7 were greater than 10000 ohms. The issue was resolved at the time of the report.